Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when the cap was pulled off the end of a clearlink system continu-flo solution set, the tubing disconnected. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured january 30, 2017 ¿ january 31, 2017. The device was received for evaluation. Visual inspection identified that the tubing was separated from the luer lock. The condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.